Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were six (6) units of minicaps where the sponge separated from the cap. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The packaging was opened and the minicap was in good condition. The foam presented variation in its shape and size. Part of the sponge was evidenced out of the cap. The reported condition was verified since the sample did not meet specification for the reported issue. The direct cause is defective raw material related to the sponge size and shape variation. The foam was irregular in its shape and size, triangular or incomplete, whereas the standard foam is a perfect cube. These are foams that were supplied by a third party supplier. The size and shape of the sponge was changed in (B)(6)2017. Five (5) samples were not received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.